Manufacturer narrative:
The manufacturer has completed the investigation alleging a ventilator's settings were switching automatically. There was no report of patient harm or injury. The device was evaluated by the manufacturer's service center. The customer's complaint was confirmed. The software was upgraded to address the issue.

Event description:
The manufacturer received information alleging a ventilator's settings were switching automatically. There was no report of patient harm or injury. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.